Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(4) 2019, information was received from an healthcare professional (hcp) regarding a patient receiving baclofen via an implantable pump for intractable spasticity and stroke. On (B)(6) 2019, it was reported the patient felt weakness in the left leg. The physician requested assistance in turning the pump down 10% because the patient was complaining of the pump dose being too high. No further information was provided.